Event description:
End user states in letter "detailing his experience with invacare's "failure" to replace his power chair, states that in 2011, his chair caught fire and he was "assured by 2 different invacare csr's that because of the extreme nature of my situation, invacare would completely replace my chair" chair was then repaired instead and end user continues to experience problems." No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model and serial number/date code are unknown. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions, then they should contact invacare. The male consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. End user states in letter "detailing his experience with invacare's "failure" to replace his power chair, states that in 2011, his chair caught fire and he was "assured by 2 different invacare csr's that because of the extreme nature of my situation, invacare would completely replace my chair" chair was then repaired instead and end user continues to experience problems." No injury alleged.